Event description:
Device resisted being withdrawn by physician and broke upon attempted removal. Pt was returned to surgery to remove distal piece. Risk to pt was minimal. Pt has fully recovered from the open heart surgery and returned home.